Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro devices jaws boots peeled, pieces were removed through the original incision. The reporter stated "the rubber insulation on cutting device [on non-wire side] slid off during the case. Maquet cardiovascular anticipates the return of the product in question. Refer to MFR report # 2242352-2012-00093 and 00094.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).